Event description:
During a cholangiography procedure to examine the patient's bile ducts, the distal three markers of the catheter flaked off. Catheter had been placed inside the patient for approximately ten minutes, during which time the contrast was shot into the bile duct, and catheter was removed. At conclusion of the procedure it was observed that the markers were flaking off. There did not appear to be any adverse effect to the patient.